Manufacturer narrative:
(B)(4). The clip was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report during the procedure a rupture chord was noted. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with grade 4+. The case was difficult to poor imaging quality and a large coaptation between the anterior and septal leaflets. The clip delivery system (cds) was advanced to the tricuspid valve and grasping was performed but grasping was difficult. A rupture chord was noted and was not there prior to the procedure. The cds with the clip was removed from the patient anatomy and the procedure was aborted. The patient was stable in condition and a surgical consultation was done. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported failure to grasp appears to be due to challenging patient anatomy in conjunction with procedural circumstances. A cause for the reported poor imaging and tissue damage could not be determined. However, the tissue damage is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. It should be noted that the intended use section of the mitraclip system , instruction for use (IFU) states: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. The reported off label use was associated with the use of the mitraclip device on the tricuspid valve. There is no indication of product issue with respect to manufacture, design or labeling.na